Event description:
In 2003, the initial surgery of t11-l2 instrumentation was done with moss miami pedicle screws and moss mesh cage for the patient with a spine tumor. In 2007, the patient reported pain, and two pedicle screws used for l2 and the cage were found broken. Another surgery was performed to replace the screws and the mesh and the extend the range of instrumentation. Device # 1 . See also: 1526439-2008-00012.

Manufacturer narrative:
One screw was returned broken just below the polyaxial head. Visual evaluation of the surface indicate that the breakage was consistent with a fatigue fracture. The cage damaged was likely caused by the breakage of the screws causing a lack of stability at the disc space. These precautions are stated in the instructions for use (IFU) supplied with the device. The cage damage was likely due to the breakage of the screws causing a lack of stability at the disc space. See 1526439-2008-00012.